Event description:
It was reported that the ICD was unsuccessful in terminating the induced vf during dft and external defib was used to convert the vf to sinus. Subsequent interrogation revealed that the ICD was in back-up reset. After the reset condition was cleared, hvli was less than 10 ohms. At explant externalized conductors were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two pieces. Internal abrasions were found between 12.5-13.1 cm, 23.9-26.6 cm, and 28.3-29.0 cm from the electrode tip. External abrasions were found at 12.8-15.7 cm and 17.0-18.9cm from the electrode tip, consistent with friction to another device. Evaluation of the returned proximal portion did not reveal any anomalies. The etfe coating of all identified locations was intact. The lead exhibited normal electrical characteristics.